Event description:
It was reported that the patient experienced extra cardiac stimulation from the left ventricular lead in the system longevity study. The lead polarity was re-programmed and is still in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.